Event description:
The glucose reported at 1:07 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history. The pod was deactivated and she noticed the cannula looks bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.